Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that the pads, the device, device logs, and photos from the event have not been provided to zoll for review. Information related to the patient's treatment as well as skin preparation was not provided. It is unknown what type of testing the customer's biomedical team performed on the electrodes that produced a spark. Zoll performed their own testing on the retained samples of electrodes from the lot. This testing was performed and involved a visual inspection as well as electrical, impedance, readiness, and final accuracy testing. No discrepancies were found with the retained samples. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator displayed a "check pads" message and a spark was emitted from the pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.